Event description:
On (B) (6), 2010, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultramini meter was reading inaccurately high compared to her feelings and/or normal results. The complaint was classified based on the customer care advocate (cca) documentation, since the medical surveillance specialist (mss) was unable to reach the patient by phone. The patient reported that the alleged issue with the subject meter began on (B) (6), 2010. On an unspecified date/time, the patient claimed she obtained an alleged high blood glucose reading of "203 mg/dl" with the subject meter. The patient informed the cca that she manages her diabetes with insulin (no adjustment); however, it is not known what action the patient took regarding her diabetes regimen in response to the alleged inaccurate result(s). On the late morning of (B) (6), 2010, the patient claimed she developed symptoms of shaky and sweaty and treated self with food and/or drink. It is not known when the patient last tested her blood glucose with the subject meter prior to the onset of symptoms. It is also not known if the patient made any changes to her diabetes management in response to the result. At the time of troubleshooting, the cca noted that the patient did not have control solution to test the subject meter. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of hypoglycemia after obtaining alleged high blood glucose results with the subject meter.

Manufacturer narrative:
Lifescan (lfs) has requested the return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.